Manufacturer narrative:
The following fields have been updated with additional/corrected information: d.9. Device available for eval: yes d.9. Returned to manufacturer on: 29-apr-2024 h.6. Investigation summary: bd received one (1) sample and two (2) photos for investigation. The sample and photos were reviewed and the customer¿s indicated failure mode for damaged shield was observed. A slight cut was observed at the bottom of the hemogard closure assembly. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of damaged product. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that before using the bd vacutainer® sst¿ blood collection tubes one tube had a cut on the shield of the cap. There were no health consequences or impacts reported.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that before using the bd vacutainer® sst¿ blood collection tubes one tube had a cut on the shield of the cap. There were no health consequences or impacts reported.